Event description:
Provider states the right wheel lock is not working. Provider states he has went out to the consumer's home 3 times to tighten the wheel lock but it is still not working. No additional information provided.